Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0476 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported a hole found in the catheter right at the wing. Discovered in connection with cytotherapy. Blood samples were taken just before without remark.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 4 fr sl powerpicc solo catheter was provided for evaluation. Evidence of use and dried blood residue was visible on the outer surface of the device. The catheter extended up to the 43 cm depth marker. The catheter was flushed with water using a 12 ml syringe and a leak was observed at the proximal end of the catheter at the interface with the winged hub. Microscopic observation of the leak location revealed a circumferential split. The split surface was observed to be rough and granular. A circumferential, indented line aligned with the split was visible near the split edge. The line may have been caused by kinking the catheter against the distal end of the molded hub. The catheter was cut near the 0 cm depth marker in order to measure the catheter wall thickness and outer diameter. The wall thickness and outer diameter were found to be within manufacturing specification. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Based on the characteristics of the split, possible contributing factors include repeated kinking of the catheter leading to material fatigue and securement method of the device. Since a split was present at the proximal end of the catheter, the complaint is confirmed. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort."

Event description:
It was reported a hole found in the catheter right at the wing. Discovered in connection with cytotherapy. Blood samples were taken just before without remark.